Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as having a poor environment. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with ceftazidime (dose, route, frequency, and duration not reported) and cefazolin (dose, route, frequency, and duration not reported) for bacterial peritonitis dianeal therapy remained ongoing. Fourteen days after the event onset, the ceftazidime and cefazolin were discontinued. Nineteen days after the event onset, the patient recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.